Manufacturer narrative:
The customer contacted the siemens customer care center (ccc), and a siemens customer service engineer (cse) was dispatched to the customer's site, and inspected the instrument. It was confirmed that the sample was run from a small sample container (ssc), is an indicator the volume of sample available was limited, and may have been of poor sample quality impacting proper sample aspiration. The cse replaced the sample 1 (s1) mixer, aligned the probes, cleaned the leak on the baseplate, and resolved the leak. Precision runs and quality checks were run, and were acceptable. System was fully operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide results were obtained on a dimension vista 500 instrument. The initial result, and first repeat result on the original instrument result, were considered falsely depressed, and were not reported to the physician(s). The sample was repeated on an alternate dimension vista 500. The final repeated result was reported, as the correct result to the physician(s). There are no known reports of patient intervention, or adverse health consequences, due to the falsely depressed carbon dioxide results.